Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned device consisted of a nc emerge balloon catheter. The balloon was loosely folded, with blood and contrast in the lumen, contrast in the balloon. Microscopic and tactile inspection revealed a separation at the midshaft bond, 106cm from the strain relief. Microscopic inspection revealed tip damage. Functional testing could not be carried out due to the condition of the device, although the presence of contrast in the loosely folded balloon, indicates inflation of the balloon occurred. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
It was reported that shaft break and vessel perforation occurred. Following stent deployment, a 2.50mm x 15mm nc emerge balloon catheter was advanced for post-dilation without resistance. However, upon inflation, the balloon failed to inflate. The balloon catheter was removed and the physician noted that the balloon remained in the patient and only the shaft portion was retrieved from the patient. When the detached shaft was checked, no damage was noted on the shaft. However, when the device was removed, vessel perforation was confirmed. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was good after treatment.